Event description:
A nurse reported that when removing the huber plus needle from a pt's vascular access port the lock mechanism did not engage and the nurse got stuck by the needle. The hosp followed their internal protocol and determined that no prophylaxis or other treamtent was necessary.